Event description:
During an ercp procedure the physician used a wilson-cook huibregtse needle knife papillotome. It was reported when cautery was applied, the needle "seemed to disintegrate. An add'l procedure was not required due to this occurrence. An injury to the pt was not reported.